Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h10 14 previously reported events are included in this follow-up record. Product return status 10 devices were received. 4 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. - 8 events had no patient involvement; no patient impact. - 4 events had patient involvement; no patient impact. - 2 events had insufficient information received.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h10. 14 previously reported events are included in this follow-up record. Product return status. 10 devices were received. 4 device investigation types have not yet been determined.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 14 events were reported for this quarter. Product return status: 8 devices were received. 6 device investigation types have not yet been determined. Additional information: 14 devices were not labeled for single-use. 14 devices were not reprocessed or reused.